Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, alinity I stat high sensitivity troponin-I, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I stat highly sensitive troponin-I for one patient. The sample was repeated with lower results. The following results were provided: sid (B)(6), initial troponin result= 84 ng/l; repeat result= 3.2 ng/l. There was no impact to patient management reported.